Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a stent placement procedure, the wheel mechanism allegedly broke as a result stent was not released. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation and images were not provided for review. The investigation is inconclusive for reported issues. A definite root cause for the reported issue could not be determined. The intended use of the device represents an off label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instructions for use states "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension." Regarding preparation and accessories, the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "0.035 inch (0.89 mm) guidewire of appropriate length introducer sheath with appropriate inner diameter and length." The intended use of the device to perform bridging of the superior mesenteric artery represents an off label use. Based on the instructions for use supplied with this product the covera¿ plus vascular covered stent is indicated for the treatment of stenoses in the upper extremity venous outflow of patients and for the treatment of atherosclerotic lesions in iliac and femoral arteries. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: d4 (expiry date: 09/2023), g3, h6 (device). H11: g1, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the wheel mechanism allegedly broke and the stent could not be deployed. The procedure was completed using another device. There was no reported patient injury.